Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled to inspect the internal components it was found that y-link was crack. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the hd1000i tip white gasket broken during use. No patient consequence reported.